Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 a patient (pt) called to report while wearing the acuvue oasys brand contact lenses he/she experienced burning in both eyes and ¿got many eye infections¿. The pt reported the first time wearing the lenses were fine, but the next morning, experienced the burning sensation. The pt reported he/she did not sleep in the lenses. Pt reported he/she went to the eye care provider (ecp) who advised the pt it was ¿probably an infection¿ or maybe the lenses were ¿too small¿ and advised the pt to stop wearing the lenses. Pt was prescribed besivance drops two to three drops once daily. Pt states that he/she didn¿t use the eye drops and within twenty-four hours of not wearing the lenses, the eyes were ok. Pt reported using clear care solution and also reported seeing halos around lights and lenses would look like a film was on them. On 10oct2017 a call was placed to the pts treating ecp¿s office and additional information was requested, but no additional information was received. On 27oct2017 a call was received from the pts treating ecp and additional medical information was received: the ecp reported the pt was diagnosed with large corneal epithelial defects and opacities ou on (B)(6) 2017; the pt was prescribed besivance bid for seven days; symptoms reported were eye discharge and pain; the ecp reported it was likely a contact lens infection due to over-wear of the lenses; pt returned on 25jul2017 and the event was resolved; pt¿s va 20/20; pt was cleared to return to contact lens wear. No additional medical information was provided. This report is for the pts (B)(6) 2017 event. This report is for the pts od event. The pts os event will be filed in a separate report. The suspect lenses were discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lwsf was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.